Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient was suspected to have gastrointestinal (gi) bleed after hip surgery due to tarry stool and bright red blood per rectum. Gi consult obtained. H&h on admission 8.3/24.8 and was transfused two units prbc with next h&h 11.7/36. On (B)(6) 2016, the patient refused esophagogastroduodenoscopy (egd) repeatedly. H&h 9.9/27.8 as recovering for hip surgery slowly on (B)(6) 2016 no acute events. The patient wanted to go home and did not want to keep coming back to the hospital. The patient's status was changed to do not resuscitate on (B)(6) 2016 and was discharged home with hospice. On (B)(6) 2016 h&h was 9.1/28.3 stable on (B)(6) 2016, lvad data downloads stopped per the patient's own request. On (B)(6) 2016, the patient was taken to a hospital in their home town and she died at 04:30.

Manufacturer narrative:
Additional information indicates that the patient developed a possible gastro-intestinal bleed on (B)(6) 2016 while hospitalized for a right hemiarthroplasty and was transferred to a vad-implanting facility on (B)(6) 2016. At the time of the event, the patient is reported to have been taking iron supplements. Her coumadin and plavix were held on (B)(6) 2016. This event is reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.